Event description:
During a follow up, it was revealed that the patient's atrial lead was dislodged. The dislodgement was confirmed via diagnostic imaging. Difficulty was experienced while explanting the atrial lead due to foreign material found in the helix. The lead was replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces . Visual and x-ray inspection revealed the helix to be extended and clogged with blood/tissue. The reported event of failure to extend the helix was confirmed. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The reported claim of foreign material found in the helix was not confirmed. Based on the information received and the device analysis, the cause of the reported event of failure to extend helix was isolated to the helix and inner coil being clogged with blood/tissue.